Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while prepping the machine, the cs300 intra-aortic balloon pump (iabp) unit had an autofill failure while preparing the machine. There was no injury reported.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4,e1(name),e2,e3,g2,g3,g6,h2,h10,h11.

Manufacturer narrative:
Additional information: event site postal code:(B)(4). At this time, the customer has not requested getinge to repair the iabp. Additional information was requested from the fse with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted.

Event description:
It was reported that while prepping the machine, the cs300 intra-aortic balloon pump (iabp) unit had an autofill failure while preparing the machine. .there was no patient involvement.